Event description:
It was reported that after one day in use, the pt suffered an accidental extubation that went unnoticed. The pt is reported to have died due to respiratory failure. No device failure was reported. The user facility has requested eval to rule out the device as a contributing factor.

Manufacturer narrative:
MFR completed the entire form. Eval summary: functional testing performed found no defects or abnormalities with the device. Dimensional evaluation found the device to conform to all the mfrs critical dimensions for efficacy and safety. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.